Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, which the customer stated was triggered after getting a flu shot. Assisted the nurse with reviewing the insulin pump settings. Nothing further was reported.